Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had observed air bubbles in the tubing. Blood glucose not reported to be impacted. Reportedly, the customer used cold insulin when loading the cartridge. Tandem technical support informed the customer that the cartridge was labeled for room temperature insulin. As the event had occurred in the past, a cause could not be determined.